Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the abdominal pump become exposed due to bedsores and there was a risk of infection, so it was decided that continuing dosing in that condition would be difficult. The pump was removed. The patient recovered and a new pump was implanted on (B)(6) 2013. It was reported that there was ¿a problem with nursing of the patient and unrelated to the device or drugs.¿ the pump was delivering gabalon.